Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Additional information: technical service advised the user that if any irritation persist she should communicate with her healthcare provider. Technical service has attempted three times to provided the safety data sheet to the customer and no further action is required. According to the package insert in195150c v. 3.0: precautions: the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported taking the binaxnow¿ covid-19 antigen self test on (B)(6) 2021 and the reagent solution spill while collecting and came in contact with her eyes. The customer reported that when the reagent spill she urgently wash her hands and face with water. After she cleaned or washed it with water she didn't feel any irritation. The customer also mentioned that she took another test and the result of the test was a negative test result. Technical services advised customer that the reagent solution contains a harmful chemical if the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice.